Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted. Insulin pump received with cracked case on display window corners, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed battery out limit before bolus and numbers started to scroll up and would not stop. Troubleshooting was done. Customer's blood glucose was 300 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.